Event description:
It was reported that the patient experienced an alert/notification issue which occurred on an unspecified day after sensor insertion into the abdomen. On (B)(6) 2025, the patient suddenly felt lethargic. The patient¿s caregiver also noticed the patient did ¿not look well¿. The patient cgm was reading 54 mg/dl, and the bg meter was reading 68 mg/dl. It was also noted that the patient never received an alert from her dexcom device notifying her of her hypoglycemic state despite the low threshold alert being set at 90 mg/dl. The patient¿s caregiver gave the patient orange juice as treatment. After approximately 30 minutes, the patient started to feel better. The patient was in ¿stable condition¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, performance data was reviewed on 06/10/2025. Data investigation confirmed an alert/notification settings issue as no audio output. At 12:41 pm on (B)(6) 2025, the patient's estimated glucose value of 68 mg/dl passed the low threshold of 90 mg/dl, and the app delivered an urgent low soon alert at zero percent volume. At 12:47 pm, the app delivered a low alert at zero percent volume with an estimated glucose value (egv) of 82 mg/dl. At 12:52 pm, the patient's egv of 96 mg/dl returned within range. The probable cause is phone volume is set to silent/mute. No additional patient or event information is available.